Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.2 intervention was incorrectly reported on the initial manufacturer device report number 1220648-2025-27066. B.7 added information as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27066. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27066. Added fax number as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27066. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27066 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and fax number as they were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27066. H.6 code 925 was reported incorrectly on the initial manufacturer device report number 1220648-2025-27066 and a new code was added.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The user facility reported 87-year-old male patient had no deplorable pulse in their right leg following impella cp implant. The patient's leg was cold to the touch at the time of the observation. The patient was monitored for two days on support, at which point the family decided to withdraw care. The patient passed away. There is not enough evidence to disassociate the patient's passing and the use of the impella.